Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted 9 months prior to this report ((B)(6)-2015). Physician reported that since essure insertion, the patient was complaining about abdominal pain. Hysterography was performed showing good tubal obstruction but one insert seemed to be placed 2 or 3 cm deeper than where it had initially been placed. Examination found like an expulsion of the insert towards abdominal cavity. Follow up information received on 08-mar-2016 and case was upgraded to incident. Pelvic pain episodes were probably related to essure migration in fallopian tubes. Essure found in distal part of fallopian tubes. The patient was not hospitalized. At the reporting time, no medical/surgical intervention was performed; bilateral salpingectomy was planned to be performed. Follow-up received on 11-mar-2016. (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and a hysterography showed one insert seemed to be 2 or 3 cm deeper than where it had initially been placed (essure migration in distal part of fallopian tubes). A bilateral salpingectomy was planned by the physician. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion into the uterus or migration into distal fallopian tube or to abdominal cavity. In this particular case, the device migration was diagnosed months after essure insertion. Although its exact mechanism was not known; given its nature; causality with the suspect device cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for device removal (planned salpingectomy reported upon follow-up). A product technical analysis is being sought.